Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2197 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that part of powermidline guidewire (7cm) was found in patient 3 days after placement under routine x-ray. Guidewire was retained and risk analysis was done.

Event description:
It was reported that part of powermidline guidewire (7cm) was found in patient 3 days after placement under routine x-ray. Guidewire was retained and risk analysis was done. (B)(6)2019 - from investigation by ca dpt of health, "on (B)(6)2018 a very experienced PICC rn at the hospital placed a 4.0f, 20 cm, single lumen powermidline catheter in the right basilic vein of an 8 year old female. On (B)(6)2019 , a chest x-ray was done and what appeared to be a 7 cm retained wire was seen in the right lung. Using endovascular techniques, the wire was removed the next day (1/17/19). I interviewed the pediatric anesthesiologist who examined the wire and upon comparing it to wires in an identical unused powermidline catheter kit, he found the wire removed from the child was ¿virtually identical¿ to the stylet wire in the unused kit." 06/18/2019-sales representative reported that two other devices were placed in the same timeframe by a nurse practitioner and anesthesiologist. A power wand and arterial line. Sample was requested but facility reported it will be handling internally.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2197 showed no other similar product complaint(s) from this lot number. H3 other text : device has not yet been returned for evaluation.